Event description:
While the device was ventilating a patient, the user noted an alarm and a visual message, peep high, and the device stopped ventilating the patient. The patient was transferred to another ventilator. No patient injury.